Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported dyspnea and tissue damage, and the relationship to the product, if any, cannot be determined. The reported mitral regurgitation is possibly due to disease progression or the reported tissue damage; however this cannot be confirmed. The reported patient effects of dyspnea, worsening mitral regurgitation and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation and tissue damage, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to trace. A 30-day month follow-up revealed that patient continues to be in good condition. On an unknown date, the patient returned with shortness of breath. An echocardiogram showed the clip remains stable on both leaflets, but mr increased to 2-3. The patient was readmitted to undergo a second mitraclip procedure. On (B)(6) 2019, a second clip was deployed in the medial part of the a2/p2, to reduce mr. An additional flail was observed which indicated a chordal rupture. The physician stated that the mr is possibly due to disease of progression or a chordal rupture. One clip was implanted for treatment, reducing mr to 1. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.